Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap does not lock properly into the reservoir compartment due to the partially missing retainer. Pump passed the self test. Pump was cut open and moisture was found on pcba 1. The following were noted during visual inspection: cracked battery tube threads, scratched case, keypad overlay peeling, missing display window cover, partially broken retainer, cracked case-corner of belt clip rails and pillowing keypad overlay. Cosmetic damage was confirmed with the missing display window cover found during analysis. Moisture damage was confirmed during visual inspection. For additional information regarding the tests performed refer to (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump screen issues and it was detached and was exposed to sweat. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and found that the functionality of the pump was affected due to the damage no harm requiring medical intervention was reported. Mmt-1884 was requested and the device was returned for analysis.